Event description:
It was reported that the user frequently paused the ilet pump after receiving correction doses due to concern about running low on insulin, and the user acknowledged that pausing would maladapt the pump¿s dosing algorithm. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem and no specific device component implicated, with no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established.